Event description:
The catheter was inserted on (B)(6)2009, in the basilic vein without any difficulty. The patient went home for a period of therapy. On (B)(6)2009, the patient came in for a check up and the nurse found the catheter broken. The catheter was removed surgically.

Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and observed a jagged break and damaged jagged edges at the area of the break. The device history could not be reviewed as the lot number is unknown. Conclusions - the engineer concluded that jagged break and damaged jagged edges were conclusive evidence that the catheter break was caused by stress. (Misuse/mishandling). First PICC catheters are 100 percent inspected throughout the manufacturing process. First PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4).